Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and pocket erosion. The complete implantable pulse generator (ipg) system was removed and will be replaced in the future. Medical intervention was needed for the patient. No further patient complications have been reported as a result of this event.